Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The blades were returned for investigation. The four blades were returned with the tips fractured off. They were functionally tested for retention by inserting them into a screw and screwdriver assembly, and attempting to lift the assembly by the screw. None of the blades were able to pass the retention test. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the blades being used excessively and were worn out and needed to be replaced. These blades were all manufactured in december 2011. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00218-1 & 0001032347-2019-00220-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation sternalock blade, catalog #: 73-1194, lot #: 251810. Biomet microfixation sternalock pd blade catalog #: 73-1191, lot #: 324590. Therapy date - unknown. Occupation - sales representative. Initial reporter also sent report to FDA: the user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00218 & 0001032347-2019-00220.

Event description:
It was reported by the sales rep that the small ball on top of the blade broke during a procedure. Attempts have been made and no further information has been provided.